Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion, prime/compromised force sensor system and excessive no delivery test due to motor error alarm. All operating currents are within the specification, no unexpected low battery, failed battery test or off no power alarm noted. Insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir tube window, cracked battery tube threads and broken pump belt clip slot. No dirty drive support disk noted.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error when she attempted to reload the insulin pump. After removing and placing the insulin pump's battery back, she received a failed battery test alarm. The drive support cap seemed to be dirty. Customer's blood glucose level was 340 mg/dl. The customer was unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.